Event description:
It was reported that the 10x60 mm armada percutaneous transluminal angioplasty (pta) catheter broke. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported break. In this case, it was reported that the balloon catheter broke during use. Factors that may contribute to a balloon catheter break during use include, but are not limited to, user handling, interaction with challenging anatomy, interaction with accessory devices, kinks/bends, or excessive force. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported break. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.